Event description:
Pt status post epoca hemi implantation on (B)(6)-2008 returned to surgeon. It was discovered pt had a failed rotator cuff and tuberosity union failure. Pt underwent additional revision surgery on (B)(6)-2008 to repair defect. The cocr head, stem, and eccenter were not removed. This is two of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.